Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to alleged pain and injury.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00122 and 0002648920-2017-00123. Complaint sample was evaluated and the reported event was confirmed. No devices were received; therefore the condition of the components is unknown. Operative notes from the patient¿s initial surgery state that the patient underwent right total knee arthroplasty due to degenerative joint disease. After placement of the trial femoral component the surgeon noted that patient did have about 2mm of overhang laterally of the femoral component but this was found to be acceptable. Good range of motion with good stability was noted during trialing. Operative notes from the first revision surgery state that the patient was revised due to tibial loosening. During subluxation of the patella, a partial resection of the patella tendon was conducted to allow for access. An anchor was used on the tibia in order to anchor the patellar tendon to bone. Good range of motion and good stability were noted during trialing of the new tibial component. The tibial components were assembled and cemented into place. Review of the implanted components identified no compatibility issues. Operative notes from the second revision surgery state that the patient was revised due to prosthetic loosening. The notes state that a bone scan demonstrated probable loosening of the tibial and femoral components. Per the nexgen cr, ps, cra, lps, and lcck package insert, loosening is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical product: zimmer nexgen tibial component catalog #: 00-5980-047-01 lot #: 62723244, zimmer nexgen stem extension catalog #: 00-5988-010-13 lot #: 62517153, zimmer nexgen articular surface catalog #: 00-5964-040-12 lot #: 62691051, biomet cobalt bone cement catalog #: 402283 lot #: 604410. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Due to alleged pain and injury, patient received revision surgery. Additional information received states patient was revised due to loosening of the components.